Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event was dislodgement, failure to capture, and an impedance issue. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture and an impedance issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient underwent a new lead reimplantation procedure after experiencing dislodgement. The patient's right atrial (ra) lead and the right ventricular (rv) had subsequently dislodged following the initial procedure, after an undetermined duration which also resulted in failure to capture and unspecified impedance problems on both leads. X-ray performed confirmed the leads dislodgement. The patient presented to the hospital to address the subsequent leads dislodgement, and it was found that the device pocket was infected. The pacemaker, the ra lead and the rv lead were explanted due to the infection. A new pacemaker system was implanted on the contralateral side. The patient was stable throughout the procedure.